Event description:
It was reported that a customer experienced an alarm 2 and alarm 26, indicating an occlusion event, resulting in the customer's blood glucose level reaching 466 mg/dl. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer addressed the occlusion by changing the infusion set and cartridge, then resumed insulin.